Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6(b), g2, h6.

Event description:
Patient reported right side capsular contracture, baker grade iii (with pain/disfigurement), waterfall deformity and rupture (confirmed by physician). These complications have caused considerable physical and emotional distress. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported right side "bad capsular contracture, which has led to pain, disfigurement, and rupture. These complications have caused considerable physical and emotional distress." Device remains implanted.